Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-feb-21. It was reported that the patient was in a lot of pain and was going numb. The implantable neurostimulator (ins) was not providing any coverage for the patient¿s pain. The patient was having a fusion and bolts put in where the patient was going numb. It was further clarified that the patient¿s implantable neurostimulator (ins) and leads were dead and therefore the patient was unable to use the ins. An ins replacement surgery was scheduled. During the call it was mentioned that the patient was being burned when they charged the ins. This was mentioned in the present tense like the leads still had electricity which contradicted the original allegation that the leads and ins were dead. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported there was an elective replacement indicator (eri) on a non-rechargeable device. The settings were 3v, 60 hz, 420 pw, impedances were lowest 525 and highest 2000-3000, the group impedance was not known, 2 annodes, 2 cathodes, 16/day, and 12 months. There was no indication of short circuit. The estimated longevity did not seem appropriate. Technical services ran the longevity estimate and got 12 months at 24 hours/day. Additional information was received from the rep on 2018-jan-27. The rep stated that the patient saw their healthcare professional (hcp) and discussed replacing after the new year and getting insurance approved. The cause of the eri was not determined. The eri has not been resolved. There is no change in the patient status. They are waiting to replace. The hcp discussed possible lead change as well at that appointment. No new developments; still waiting. No further complications were reported/are anticipated.